Manufacturer narrative:
(B)(4). Insulin pump had a missing retainer and missing reservoir tube o ring. The p cap does not lock in place due to missing retainer. Unable to perform the displacement test due to missing retainer.

Event description:
Information received by medtronic indicated that the insulin pump¿s retainer ring fell loose from top. The customer stated that the reservoir lock into place. Customer stated that the sensor insertion site was not actively bleeding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.